Event description:
It was reported that the customer was having issues with differences in blood glucose and sensor glucose readings. Customer had a 30 points difference and mentioned that the threshold suspend was not working. Customer had a lot of bleeding at the site of the infusion set. Customer stated that she struggled with lows and bringing it back up. Customer was advised to speak with their doctor and trainer. Customer declined transfer to helpline. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.